Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported procedure was an initial surgery. Fragment generated from broken tip of the inner shaft was retrieved easily and no further fragments remain in patient. Procedure was delayed five (5) minutes due to this event, but was completed successfully.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Additional device product code is max. (B)(4). Device is an instrument and is not implanted/explanted. The subject device is not expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Implanted it was noted the applicator inner shaft would not release from the t-pal handle. Once the inner shaft was removed from the handle, it was further noted that the tip of the inner shaft was broken off. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Corrected data patient ID is (B)(6). The beginning of narrative of the complaint description was inadvertently omitted from initial medwatch (B)(4) ,therefore, narrative was re-reported. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported that during a procedure to implant a t-pal spacer, after the spacer was implanted, it was noted the applicator inner shaft would not release from the t-pal handle. Once the inner shaft was removed from the handle, it was further noted that the tip of the inner shaft was broken off. This report is 1 of 1 for (B)(4).